Event description:
The technician alleged the bed alarm is not functioning. No pt impact.

Manufacturer narrative:
The technician found bent pins on the communication cable. The technician replaced the communication cable to resolve the issue.